Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. According to technical support, the error can be intermittent and the only way to fix it would be the alarm module most likely and would need to be sent back to the factory for repair.

Event description:
The customer reported that the sipap has e80 error on this unit. As of this time, there was no information about patient involvement associated with this event.